Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) detected varying pacing impedances measurements. There was no evidence of noise and all other lead measurements were stable. No intervention was performed and the patient will be monitored. No adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.